Event description:
The user facility reported that a blood leak alarm occurred during treatment. No visible blood was noted although dialysate tested positive for blood. Once bloodlines were removed from machine, blood was visualized in the dialysate side of the dialyzer and the dialysate lines on the machine. Patient lost one circuit of blood (approx 300 ml). No medical intervention reported. Sample was discarded.

Manufacturer narrative:
The plant investigation is currently on going. A supplemental report will be submitted at the conclusion.